Manufacturer narrative:
Correction information: g6: follow-up #: 1 evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is organic substances from the body adhered to the lens and solidified. A definitive root cause of the reported issue could not be identified. The temporary solution is that IFU mentioned that trouble shooting when dark image happens. Cleaning the lens is the best way for countermeasure against this issue at the moment. IFU mentioned that the user shall prepare an alternative scope during procedure. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. As a result of the DHR review, it was confirmed that the endoscope was manufactured under normal conditions at the pentax medical miyagi factory on 29-feb-2024. During the manufacturing process, issues such as poor scope connection and water leakage at the distal end were found, leading to the replacement of the c-part and a-body. Subsequently, during the final inspection, a field of view defect was found, and the objective lens was replaced. Furthermore, based on the design change meeting results, the nameplate was replaced, the UDI plate was exchanged due to a UDI printing error, and the cfb flexible tube was replaced. However, it was confirmed that the endoscope passed all required inspections and was appropriately approved for shipment. The shipment approval date and actual shipment date were confirmed to be 22-aug-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Endoscopy image went dark mid procedure. No blood present at the time when the image went dark. Patient colon was dry and sticky. When endoscope was removed the light emitted from the distal tip was visibly yellow. Distal end wiped with guaze pad and the guaze pad had a yellow stain. Distal tip light emitted was white after cleaning the distal tip. Epk-i8020c processor led was set to -3 brightness for the entire procedure. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax apac performed a good faith effort to gather additional information regarding this event and responded an email on 02-dec-2024. Q1. Was the examination resumed after the endoscope's distal tip was cleaned? Distal tip light emitted was white after cleaning the distal tip. Q2. If not, was a replacement scope used to complete the procedure? Procedure continued with the poor illumination. Q3. Was the procedure completed without further issues, and were there any impacts on the examination results? Procedure took longer than anticipated. Doctor had concerns if he had missed any polyps. If so, there could be a health impact to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.